Manufacturer narrative:
Concomitant product: product ID: 3389-28, lot# 0208762553, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that after connecting the extension and lead to the implantable neurostimulator (ins), high impedances were measured on electrode 11. Bipolar impedance measurement at 3.0v showed impedance at around 12,000 ohms. The same impedance was measured when just the lead was connected. The lead remained implanted and no revision planned as electrode 11 was not the first choice for stimulation. There were no patient symptoms or complications associated with this event and the patient status was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that no fractures were noted and the extension and device connector were reconnected at implant. Impedance of contact 11 was still high with impedance greater than 10 ,000 ohms. Contact 11 was not being used for effective programming. At the time of this report the patient was fine.